Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral approach. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified right common iliac artery (cia). After a non-bsc guidewire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation and inflated the balloon three times at 12 atmospheres. However, on the fourth inflation at 13 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.